Event description:
The patient's legal guardian (lg) reported a recurring issue with pods that fail to connect with the dexcom g6 sensor. Lg explained that since receiving the last order of pods, they have experienced frequent connectivity failures. Each time lg attempts to use a new pod, it fails to establish a connection with the dexcom sensor, despite appearing to connect with the omnipod 5 controller. This has caused lg to replace pods multiple times, sometimes up to three in a single day, resulting in the loss of approximately 7 to 8 pods total. Lg stated that they follow all proper procedures during pod setup, including cleaning and drying the skin, and confirmed that the cannula inserts correctly. However, the controller fails to display glucose readings, and the sensor graph remains static, indicating no data transmission from the dexcom sensor. With one of the pods, patient was taken to the hospital due to "dangerously high blood sugar levels." Lg replaced three pods on that day. None of which successfully connected. Treatment information was not provided. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.insulet has notified dexcom of the incident on (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.